Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 55 mg/dl and as high as 308 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and low blood glucose levels via food. Customer was advised their blood glucose levels went high and they fell down the stairs breaking their ankle. Customer was advised the auto mode feature was active. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.